Event description:
The pt, underwent endoscopic sinus surgery (bilateral ethmoidectomy, maxillary antrostomies, middle turbinate concha bulosa and cauterization) in 2001. The surgeon used floseal during this procedure to achieve hemostasis. Rolled gelatin films (stents) were placed in the sinuses and the pt was irrigated and suctioned. At the 1 week postoperative follow-up 3 weeks later, the pt presented with a skin infection of the nose with large amounts of yellow drainage. Antibiotics were presented with a skin infection of the nose with large amounts of yellow drainage. Antibiotics were prescribed. One week later dryness and crusting was observed, but no thick yellow drainage. Antibiotics were prescribed. The nostrils were cultured and tested positive for e. Coli. 12 days later, cipro was prescribed (500 mg b.i.d) for 12 days. Two days later the surgeon reported recurrence of the thick drainage. More antibiotics were prescribed 8 days later (vantin, 200mg b.i.d./10 days). Follow-up 17 days later showed well-healed sinuses and no infection.